Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had an infection. The entire system was explanted. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.